Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and abandoned due to low out-of-range pace impedance, less than 200 ohms. A new rv lead was successfully implanted and no additional adverse patient effects were reported.